Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 10 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis. It was also noted that the patient had mssa. According to the operative report, the patient had underwent an aortic valve replacement in (B)(6) 2009. She did well until about 6 weeks ago when she began developing fevers. She was eventually diagnosed with bacterial endocarditis. She had embolic episode that resulted in a hemorrhagic stroke, so her surgery needed to be delayed. Upon inspection, the valve had no perivalvular leak but there was no healing between the annulus and the valve. After the prosthetic valve was removed, there was a very large amount of debris with both annular abscesses and abscesses extending into the myocardium. Therefore, the valve was removed and was replaced with another edwards bioprosthetic valve, which was sutured in the supraannular position. Per the surgeon's response, the reason for explanting the device was not related to a product malfunction.

Manufacturer narrative:
(B)(4) - large amount of debris with both annular abscesses and abscesses extending into the myocardium. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the source of the infection was not provided.